Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient presented at the surgeon office with a painful knee. Samples were drawn and an infection was detected. Revision surgery was required with a wash out and poly swap.